Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times after filling a cartridge with insulin during the load process. During troubleshooting with tandem technical support, the customer used a new cartridge and was able to complete load process. The customer's blood glucose level was 244 mg/dl. The customer revert to manual injections to treat blood glucose.